Manufacturer narrative:
The investigation into the optical signal issue and the low pump flow issues has been completed since the original report was submitted. It was determined that the console was the potential cause of the optical signal issue, per the investigation into the console in complaint #(B)(4). The root cause of the low flow issue was not determined since product was not returned and data logs were inconclusive. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 58-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that when pump being prepped, placement signal not reliable alarmed. After troubleshooting alarm resolved so decision made to continue inserting current cp. Once inserted optimal flows never achieved with constant ventricle alarm when impella was in proper place. After 5 minutes spent repositioning and making adjustments without success, decision made to switch pump and console. No patient harm was reported.